Manufacturer narrative:
If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. Device evaluation: the lens remains implanted; therefore, it was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) rotated. Iol rotation was noted 30 days post operative. It was stated that the patient¿s vision is not good in the right eye. The iol was implanted at 121 degrees and at 30 days post-operative, it was at 109 degrees. The iol was not repositioned. Refraction post-operative: -1.00-0.75 x 100. Visual acuity post-operative:6/15. No additional information was provided to abbott medical optics.